Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. (B)(4). Reporter phone number unknown. Philips field service engineer replaced the power switch overlay to resolve this issue.

Event description:
Philips field service engineer (fse) reported multiple power light emitting diode (led) failures. There was no patient or user harm reported. The event date was not specified; estimate used.